Event description:
A patient underwent x-stop removal (2 levels) due to continuing pain. It was reported that during the procedure, the surgeon discovered the spinous process fractured and a laminectomy was performed. The patient is doing well after the x-stop removal and laminectomy.

Manufacturer narrative:
The filing of this report does not constitute an admission that any device discussed herein caused or contributed to a reportable event. Device not returned, follow up conversation with company representative and reporting physician. The filing of this report does not constitute an admission that any device discussed herein caused or contributed to a reportable event.